Event description:
It was reported that the patient presented for generator change. Analysis on the patient's past remote transmission showed that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made and the patient continued to be monitor. The patient was stable throughout.